Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a patient who was implanted with a neurostimulator for rsd/causalgia-complex regional pain syn. It was reported they had a sudden return of pain in their legs and back after they went for a walk the day before the report. They also reported their patient programmer would not power up so they changed the batteries using (B)(6) platinum batteries, which then resulted in the patient programmer and batteries getting hot. It was noted the patient programmer had not been dropped or gotten wet; there was no corrosion visible. A replacement programmer was sent to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.